Event description:
The healthcare professional (hcp) reported the home patient (hp) was hospitalized on 3 occasions with fluid overload after using the homechoice cycler for apd therapy. In 2003 the hp presented to the ER with difficulty breathing, increased edema and was admitted. The hp was treated for fluid overload by dialyzing with 4.25% dextrose solution and was discharged. Four days later the hp presented to the ER with difficulty breathing and was admitted to the hospital for the second time. The hp was diagnosed with pulmonary edema and was dialyzed with 4.25% dextrose solution. The hp was discharged eleven days later. The hp presented to the ER for the third time with difficulty breathing, increased edema and was admitted. The hp trnasferred from peritoneal dialysis to hemodialysis therapy. The hcp reported that the hp was discharged a week later and has since recovered. Per the hp and the hp's nurse, there was no increase in water or sodium intake prior to the fluid overload issues, nor were there any difficulties with alarms during therapy. There have no problems with catheter placement and the hp has never had peritonitis. Per the hp's nurse, the hp's peritoneum is still functioning adequately. The hp manages their dialysis by weighing themselves daily and deciding, based their weight, what strength dextrose should be used during therapy. The hp was using 4.25% dextrose before each hospitalization after noting an increase in weight. The hp reported that the homechoice machine was not draining them completely and they felt like they still had fluid in them after each drain had completed. The hp is now on hd indefinitely.